Event description:
Information was received indicating that, an 840 ventilator had an inoperable graphical user interface (gui) display and gui post error the ventilator was not in use on a patient at the time the malfunction occurred. The evaluation and repair of the device has not been completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.